Event description:
It was reported that patient underwent an unrelated procedure where the ipg was turned off but not placed in surgery mode. Subsequently, stimulation was lost and the ipg could not communicate with external devices. An abbott representative met with patient and troubleshooting was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer reference number: 3006705815-2022-18180. Additional information was received indicating that surgical intervention was undertaken wherein the scs system was explanted.